Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported failing pressure calibration.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 11/20/2013 to the present date 10/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported failing pressure calibration. There was no patient involvement.